Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Widening and elongating of pt's aorta and operational context contributed to the secondary procedure.

Event description:
Pt had successful implant of a bifurcated device and a proximal cuff in 2007. Follow up visit indicated that the aortic neck had widened and elongated over time. In 2009, pre-angiogram showed no leak and sac shrinkage, however, the pt was treated with suprarenal cuff as a precaution.